Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 95 to 103 mg/dl. Comparing blood glucose test results to freestyle test results. Blood test performed using both meters nd test result was 134 mg/dl with freestyle meter and 156 mg/dl with trueresult meter. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined since pt is not available. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 06/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: memory 1:330mg/dl (B)(6) 2015 07:58pm; memory 2:135mg/dl (B)(6) 2015 08:13am; memory 3:124mg/dl (B)(6) 2015 07:26pm; memory 4:116mg/dl (B)(6) 2015 08:25am; memory 5:94mg/dl (B)(6) 2015 07:05pm. Based on the customer's expected blood glucose results of 95 to 103 mg/dl and the highest fasting test result recalled in meter memory of 330 mg/dl; the complaint is reportable - zone c/d. Adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 95 to 103 mg/dl. Comparing blood glucose test results to freestyle test results. Blood test performed using both meters and test result was 134 mg/dl with freestyle meter and 156 mg/dl with trueresult meter. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined since patient is not available. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.